Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred less than two minutes after the start of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the lines. Blood test strips were not used as the backflow of blood was visually observed on the venous side of the dialyzer and within the blue hansen lines. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 80cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation. Photos were provided for the investigation.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred less than two minutes after the start of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the lines. Blood test strips were not used as the backflow of blood was visually observed on the venous side of the dialyzer and within the blue hansen lines. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 80cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation. Photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: there were two photographs provided. The first photograph shows two dialyzers placed next to each other. Both dialyzers have a yellow sticky noted attached to them; one states "dialyzer blood leak (B)(6) 2022 for p market surveillance" (addressed in the current file) and part of the words are visible on the other dialyzer, but the date is (B)(6) 2022 (addressed in another file). Both dialyzers appear to have blood within the dialyzer, on the outside of the fibers. The second photograph shows the dialyzer label, and there is visible blood pooled within the bell housing. There was no visible damage noted on the dialyzer. During the lot history review it was noted that there were two other complaints reported against the lot. Both are from the same complainant as the current file and are addressed under one complaint file; one addresses the no-sample investigation and the other was opened to address the provided photographs depicting an internal dialyzer blood leak. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.